Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 270 units of insulin. Reportedly, cold insulin was being used in the cartridge. The customer reported blood glucose level ranged from 350-375 mg/dl. The customer changed the cartridge and infusion set and delivered a correction bolus. Multiple attempts were made by tandem technical support to ensure the customer's fill estimate issue had been resolved; however, no further information was provided on the reported event.